Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer stated that he did not change the battery prior to the alarm and that he had two bars on the battery indicator. The customer's blood glucose was unknown. The customer stated that he had a blank display as well. The customer mentioned that he had received a sensor error alert as well. Troubleshooting was done. Advised customer that if the failed battery test alarm was not cleared that it would recur with each new battery inserted. The customer confirmed that neither the compartment nor the spring were damaged or corroded. The customer stated that the drive support cap was recessed a little bit. Advised customer that this was supposed to be the case. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.